Event description:
It was reported that the event involved a female patient during a procedure in the hospital. The introducer was deformed during the procedure. It tore when removing. As a result, it had to be removed surgically by the surgeon. There was no report of patient death. There was an unknown time of delay or interruption in therapy that caused harm and complications to the patient. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.